Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by hiremath et al in a publication entitled, "is it safe to use recombinant human bone morphogenetic protein in posterior cervical fusion?" (Spine volume 34, number 9, pp 885-889, 2009) that a patient underwent a 0-c4 fusion using rhbmp-2/acs, local bone and iliac crest bone graft. In the immediate post-operative period, the patient had respiratory distress. Dose of rhbmp-2 was 1.6ml per level. Preoperative diagnosis was chiari malformation (type I) and occipito-cervical instability.